Manufacturer narrative:
On 2-aug-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was a reported that a patient underwent paf (paroxysmal atrial fibrillation) ablation procedure that included thermocool smarttouch sf catheter. The patient experienced cardiac tamponade that required pericardiocentesis. In addition, patient had acute blood loss and required protamine and blood transfusions. Timing: ablation phase, after rpvi was conducted, the blood pressure decrease was confirmed, during use of biosense webster products. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31027830l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The physician's opinion on the cause of this adverse event was the procedure. The physician commented the event seemed to occur during bb, not related to bw products. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was a reported that a patient underwent paf (paroxysmal atrial fibrillation) ablation procedure that included thermocool smarttouch sf catheter. The patient experienced cardiac tamponade that required pericardiocentesis. In addition, patient had acute blood loss and required protamine and blood transfusions. Timing: ablation phase, after rpvi was conducted, the blood pressure decrease was confirmed, during use of biosense webster products. Description of health hazard: cardiac tamponade paf1st procedure. Dm dialysis patient. General anesthesia, puncture, cti (cavotricuspid ishmus) , bb (brockenbrough method), lpvi (left pulmonary vein isolation), rpvi (right pulmonary vein isolation) were conducted. After rpvi was conducted, the blood pressure decreased and the pericardial effusion was confirmed with soundstar catheter. Pericardiocentesis was performed and vital signs improved. 600 ml of blood was returned through the inguinal sheath. After protamine reversal, about 1000 ml of blood was drained and 4 units of blood were transfused 4 units intravenously from the neck sheath. The patient was confirmed to have stopped bleeding and left the room. Atrial septal puncture was performed and rf needle was used. Ablation was performed before pericardial effusion was detected. No steam pop confirmed. Irrigation catheter flow settings: 15ml during ablation. The complaint product(s) will be returned for analysis. Event date: (B)(6) 2023. Physician's opinion on the cause of this adverse event: procedure. The physician commented the event seemed occur during bb, not related to bw product. Interventions provided: cardiac drainage, protamine and blood transfusion were provided. Outcome of the adverse event: improved. Thermocool smarttouch sf catheter was used. Force visualization featured used: real time graph, dashboard, vector and visitag. Color options: tag index. Outcome of the adverse event: fully recovered. Patient has discharged the hospital. The patient did not require extended hospitalization. Transseptal puncture was performed with rf needle. Ablation was performed prior to noting pericardial effusion. Generator information: smartablate generator. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.